Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture one day after being implanted. The physician elected to surgically abandoned and replace the lead with another manufacturer's lead the following day. There were no additional adverse patient effects reported.